Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during an endoscopic ultrasound (eus) pseudocyst drainage performed on (B)(6) 2023. During the procedure, the axios stent was partially deployed. The device was removed another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on april 17, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during an endoscopic ultrasound (eus) pseudocyst drainage performed on (B)(6) 2023. During the procedure, the axios stent was partially deployed. The device was removed another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The outer sheath was cut near the black marker. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. The stent was also deployed without problems. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath cut near the black marker was likely due to factors encountered during the procedure. It may be that how the device was handled, the technique used by the physician (force applied) and/or the manner that the device was manipulated, limited the performance of the device and contributed to the damage noted on the outer sheath. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, incomplete deployment is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.